Manufacturer narrative:
(B)(4)

Event description:
It was reported during a routine clinic evaluation of an asymptomatic patient, capture tests could not be completed as the communication within a wanded telemetry session kept on failing. Manual testing repeated the same issue. Review of session records did not state the cause of the telemetry issue. Turning on the autocapture was recommended. The patient will be followed up normally. No further information is available.